Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) on (B)(6) 2016 to report a discordant troponin (tni-ultra) result. A siemens customer service engineer (cse) was dispatched to the customer site on (B)(6) 2016. After evaluating the instrument, the cse performed a total service call. The cse checked dispenses, replaced the wash guides and aspirate probe tubes. The cse ran precisions and quality control (qc), resulting within range. On (B)(6) 2016, a cse was back at the customer site as the troponin issue re-occurred. The cse performed total service on the instrument and found no issues with the fluidic functions and hardware. The aspirate probes were calibrated. The cse ran quality control (qc) and precisions, resulting within range. On (B)(6) 2016, the customer requested another visit with the cse as the issue re-occurred. The cse performed a total service call including the inspection of the wash station, dispenses, luminometer, and pumps. The cse calibrated the aspirate probes. The cse ran a multi-diluent check and performed daily cleaning. The cse ran qc, resulting within specification. The cause of the discordant, falsely high tni-ultra results obtained on several patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument, resulting lower. The sample was then repeated two times on an alternate instrument, resulting lower and matching the original instrument repeat. The repeat result was reported to the physician(s). The customer called back on four different days to report additional discordant, falsely elevated tni-ultra patient results on the advia centaur cp instrument. For patient samples tested on (B)(6) 2016, the discordant results were not reported to the physician(s), as one of the results was in their critical range, and the other was above the critical range, consequently, automatic repeat was scheduled as per the customer's protocol, which resulted lower. The repeat results were reported to the physician(s). For the patients tested on (B)(6) 2016, the discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting lower. The sample (B)(6) was also repeated on an alternate instrument, resulting lower and matching the original instrument repeat result. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra results.